Event description:
A hospital in (B) (6) reported via a distributor that the humidifier alarm sounded on the humidifier base when a new rt100 adult breathing circuit was connected. The alarm stopped when the hospital staff replaced the breathing circuit with another one. This event occured during pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt100 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.